Manufacturer narrative:
A thunderbeat (tb-0535fcs) with lot #: kr862117 was sent to manufacturer as a test device for concerns for ¿the bottom probe broke off two of the tb-0535fcs during surgery on patient 1.¿ the actual device used was not returned. A test device from the same lot# was returned for evaluation. The test device was attached to the test usg-400/esg-400 and transducer. A probe check was performed; the device passed the probe check. Both switches were checked and found to be functional. A visual inspection on the received condition was performed on the device; there was no tissue build up, consistent that the device was not in use. The ptfe pad (teflon pad) was inspected and found it in excellent condition, with no metal exposed. The distal end of the probe was inspected under a microscope and found no visual indication of damage or anomaly to the probe unit. An open circuit error was noted when the jaws were closed and the seal/cut function was activated, which was normal when no or insufficient tissue was between the probe and jaw. Output power tested working on a saline soaked tissue. The wiper movement was normal. The consistency of the movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the evaluation, no anomalies was noted to the tb-0535fcs thunderbeat hand piece returned. The device appears to be in brand new condition with no sign of use or wear. The tb-0535fcs tested to be working and fully functional.

Manufacturer narrative:
The device was not returned for evaluation. If additional information becomes available, the agency will be notified via a supplemental report.

Event description:
It was reported that the bottom of the probe broke off the thunderbeat during a therapeutic hysterectomy on a patient. There was no patient injury. The piece from the device was recovered and the procedure was completed using a competitor's product.